Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 7 fr sheath in the right common femoral artery. The patient had an existing spinal tumor. Following the procedure, the patient developed a deep vein thrombosis (dvt) unrelated to the duett pro, which was treated with heparin and subsequently developed undefined bleeding complications. Heparin was discontinued. Three days following the procedure the patient was released from the hostipal to an outside rehabilitation facility with normal lab results. Nine days into the patient's stay at the rehabilitation center they experienced a drop in hemoglobin following bleeding event from the puncture site. The patient subsequently expired. Vascular solutions has been unable to clarify the nature of this bleeding event or obtain further information from the hospital.